Event description:
The customer reported the battery is defective - battery a. There was no negative patient impact.

Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.